Event description:
Reporter alleged that about 1 month ago, she was not feeling well when she attempted to test on the aviva system and couldn't because of an error message. Reporter stated she went to the emergency room where they obtained a result in the 500's mg/dl range and treated her with an IV containing insulin. Reporter also alleged that about 2 weeks ago, she was not feeling well with dry mouth, frequent urination, and her sides hurting down to her kidneys. Reporter stated that she again attempted to test on her aviva system, but could not because of an error message. Reporter stated went to the hosp and was told her kidneys and liver were inflamed due to hyperglycemia. Reporter stated that she was treated with an anti-inflammation and "aspirin" injection. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.